Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient mentioned they had been having problems with their spinal cord stimulator since october 2025. Patient said the pain was getting worse and the patient kept trying to adjust their therapy settings, but could not get therapy to cover the pain. Patient mentioned they were getting a lot of vibrations in both legs. The patient was leaning over and felt like they had a "big lump" in their back. Patient said the pain started to come in at a different spot in their back than the ins covered. Pt stated they had pain in right knee and an upcoming nerve block for pain in knee. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having problems controlling their pain. Patient stated the pain was low, low back and closer to their butt crack because the implant was a bit higher. Patient mentioned the pain increased on their left side. Patient also stated the device has not been monitored in over a year, they switched insurances and got a new pain management hcp. Patient noted they were at california sports and spine but they were no longer a patient there and they had a new pain management doctor, dr. (B)(6) in (B)(6). Patient mentioned they had trouble with their right knee and the doctor was more interested in their knee than their back. Patient was concerned about the way the device felt in their back and wondered if they were supposed to be under some type of medical care to get x-rays or something. Patient mentioned the pain has increased, they were taking less pain medications but now were increasing their norco to 3 times a day because of the pain. Agent asked the patient if they had tried using other groups and patient stated that they tried all of them but they got a lot of electrical shocks or pins and needles so they put the device back on group a because it got too much with the stimulation in the other groups. Agent reviewed role of medtronic rep and provided patient with nas number for hcp to call. Agent advised the patient to charge their implant and controller prior to meeting with the medtronic rep. The patient was redirected to their healthcare provider to further address the issue.